Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was admitted to the hospital for surgical treatment of urethral stricture. On august 8, the patient found that the balloon of the urethral catheter fractured, of which a nurse immediately notified the physician. The damaged product imposed no effect on the patient, and the removed catheter and balloon were complete.